Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6), md. History and physical. Currently complains of a left lower abdominal bulge at the site of the patients tram [transverse rectus abdominis myocutaneous] flap donor site, referred to dr. (B)(6) for possible surgical intervention. History: cholecystectomy, breast cancer, multiple left breast reconstructions and surgical revisions. Art teacher at local high school, does not smoke, rarely drinks alcohol. Exam: lower anterior abdominal bulge without an obvious fascial defect in the area of previous tram reconstruction and also has multiple previous abdominal surgical scars. Impression/plan: good candidate for laparoscopic reinforcement of the weakened area of her anterior abdominal wound with mesh. The patient was informed of numerous complicating factors for surgery. The patient has minimal bulge, so the expected benefits are less than those who have a more pronounced defect. The patient presumably has extensive intraabdominal scar tissue due to multiple previous surgeries. The patient expressed an understanding of the risks, benefits, and alternatives to procedure and wishes to proceed. All the patient's questions were addressed. On (B)(6) 2012: (B)(6), md. Office notes. Follow-up on surgery, had incarcerated hernia, abdominal hernia, repair successful. On (B)(6) 2015: (B)(6), md. Office notes. Follow-up. Wound is not dehiscing but is very red and inflamed. Will refer to wound care clinic. No suturing done today. On (B)(6) 2015: [missing records: a culture report detailing analysis of the specimens collected [date ni], noted ¿2 weeks ago was found to have staph on wound culture¿ on (B)(6) 2015 office visit was not provided.] On (B)(6) 2015: (B)(6), md. Office notes. Fever last night was 101.8, has an open wound on her abdomen, wound care center said she should be seen. She was vacationing in florida when she presented to ER for abdominal pain, was found to have bowel obstruction, underwent emergency exploratory laparotomy with lysis of adhesions for small bowel obstruction and possible volvulus. She has been following with our wound clinic and undergoing negative pressure therapy. 2 or 3 of her open wounds have closed. 2 weeks ago, she developed fevers, was found to have staph on wound culture, was treated for 1 week with bactrim ds. Has been felling well up until last night when she developed fever/chills. Has noticed purulent drainage from her open wound, has debridement scheduled this friday morning with dr. (B)(6). Impression/plan: 1) small bowel obstruction status post lysis of adhesions. 2) open wounds secondary to above #1. 3) fever. Obtain wound culture, she will call clinic for sensitivity results on (B)(6). Start bactrim ds 1 tablet by mouth twice a day x 10 days. On (B)(6) 2015: (B)(6) system. Lab. Culture results/abdomen: moderate staphylococcus aureus (2 types), moderate streptococcus anginosus group. On (B)(6) 2015: (B)(6). History and physical. Patient presents with infected mesh. History of laparoscopic ventral hernia repair in 2012 with mesh, gerd (gastro esophageal reflux disease). She did well after the procedure until a small bowel obstruction on (B)(6) required laparotomy with lysis of adhesions. Initially the wound healed, but has had breakdown of the wound inferior to the umbilicus with exposed mesh. Assessment/plan: now with infected mesh and non-healing wound. Plan of or for removal of mesh, repair of hernia. On (B)(6) 2017: (B)(6), md. History and physical. Presents for I&d [irrigation and debridement] of abdominal wound, previously had a repair with mesh and mesh explant. Risks, benefits, alternatives explained to patient, wishes to proceed with surgery. On (B)(6) 2017: (B)(6), md. Operative report. Preoperative diagnosis: draining abdominal wound. Postoperative diagnosis: same. Procedure performed: irrigation and debridement (I&d) wound-abdominal. Assistants: (B)(6) m3. Anesthesia: general. Description of procedure: the patient was seen again in the holding room. The risks, benefits, complications, treatment options, and expected outcomes were discussed with the patient. The possibilities of reaction to medication, pulmonary aspiration, perforation of viscus, bleeding, recurrent infection, the need for additional procedures and creating a complication requiring transfusion or operation were discussed with the patient. The patient and/or family concurred with the proposed plan, giving informed consent. ¿the site of surgery properly noted/marked. The patient was taken to operating room, identified as (B)(6) and the procedure verified as laparoscopic cholecystectomy [sic] with possible intraoperative cholanglograms, a time out was held and the above information confirmed. Prior to the induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position. We then brought our attention to the left lower quadrant where patient had chronic draining abdominal wound. We made an elyptical incision including the wound with a 15 blade. We then carried down a dissection with electrocautery down to the fascial level, achieving hemostasis. We encountered several pieces of suture material incorporated in a granulating tissue and these were removed and sent for pathology and culture. The bed wound was then inspected for hemorrhage and hemostasis was achieved with electrocautery. We then used maxon interrupted sutures to approximate seep tissue layer and closed skin with staples. The nu gauze was packed in between the staples. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. Estimated blood loss: minimal. Specimens removed: 1) suture granuloma left side of abdomen; type: tissue; source: tissue.; tests: pathology, examination, surgical. 2) wound left side abdomen; type: tissue; source: abdomen; tests: tissue culture. Complications: none. Dr. (B)(6) was present for the entire operation.¿ on (B)(6) 2017: [missing records: a pathology report detailing analysis of specimens collected during on (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f1901: additional surgery h6: medical device component: g04088: membrane previous patient codes (1930, 1994) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2012 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records between (B)(6), 2012 and (B)(6), 2015 were not provided. Patient information: medical history: ¿ smoker ¿ thalassemia minor ¿ upper gastrointestinal bleed, secondary to varices from splenectomy ¿ portal vein thrombosis ¿ rectus diastasis ¿ breast cancer ¿ cerebral vascular accident ¿ syndrome of inappropriate antidiuretic hormone secretion [siadh] ¿ methicillin resistant staphylococcus aureus infection ¿ gastroesophageal reflux disease ¿ pancreatic cystic lesion prior surgical procedures: ¿ left mastectomy ¿ hysterectomy ¿ hernia repair with mesh ¿ exploratory laparotomy for ovarian cyst removal ¿ 1999: transverse recuts abdominis myocutaneous flap breast reconstruction ¿ 2007: right mastopexy, cholecystectomy ¿ (B)(6) 2011: splenectomy ¿ (B)(6) 2012: history of 2 previous open hernia repairs implant preoperative complaints: ¿ (B)(6) 2012: ¿presents with chief complaint of lax abdominal wall after tram [transverse rectus abdominis myocutaneous] repair. This has been present since original surgery and has been refractory to several attempts at repair using mesh overlay (unknown type) ¿2 open repairs at methodist. Interferes with physical activity. No symptoms of obstruction.¿ ¿ (B)(6) 2012: ¿bulge primarily in left mid lower abdomen, particularly when she valsalva¿s. Plan to proceed with laparoscopic underlay mesh across the whole abdomen.¿ implant procedure: laparoscopic repair of incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 9917968/1dlmcp06, 18cm x 24cm, 1mm thick] implant date: (B)(6), 2012 ¿ description of hernia being treated: ¿we found adhesions through the midline incision, and particularly in the upper abdomen on both sides, there appeared to be one loop of small bowel partly adhesed up, and mostly it was omentum. We placed two additional 5 mm ports above and below. This was a camera port right at the iliac crest and right below the costal margin. We then worked using a combination of endo shears with and without cautery and the 5 mm ligasure, and carefully took down the adhesions off the abdominal wall releasing the piece of small bowel. We could visualize the transverse colon. We continued to work along. We performed adhesiolysis for approximately 2 hours getting careful hemostasis as we went, and we were eventually able to completely clear off the anterior abdominal wall. We again visualized the stomach, transverse colon, and small intestine and saw no evidence of any injuries. The herniated defect was visible up in the left iliac crest along the flank and up to about the area of the umbilicus and down toward the pubis. We carefully marked out the abdomen prior to insufflation and did so.¿ ¿ implant size and fixation: ¿again, it appeared that an 18x24 cm piece of gore-tex would allow us to get the side-to-side coverage needed with good approximation from iliac crest to iliac crest in to the tubercle and would also leave this up into the upper abdomen along the costal margins which put us 5 to 6 cm above the umbilicus which was the upper limit of the hernia. We then marked out the mesh in the 12 quadrants and marked it, rolled it up passed into a 12 port which we replaced the 11 with to facilitate, it was then rolled out. We then began by pulling up the previously applied stitches beginning at the left iliac crest so that we were a few centimeter inside the defect and then carefully placed the stitches around the left side over to the pubis and then up to the epigastrium. It appeared that we had good alignment upon this as we did the suture placement. We then continued to pull up the other sutures on the right side which came right out to our trocar sites. We then tied all of the suture material. We appeared to have good alignment and good coverage of the defect. We then used the protacker to go along and place staples every 2 cm to secure the edge of the mesh circumferentially. Again, we appeared to have good alignment. We again inspected the visceral surfaces and saw no abnormalities.¿ ¿ post-operative period: [one week] ­ (B)(6) 2012: x-ray abdomen: ¿enteric tube curled in proximal stomach. Distended air-filled bowel in upper abdomen. May represent ileus or distal obstruction, follow up plain films as indicated. Surgical clips in upper abdomen and anterior abdominal wall mesh noted.¿ ­ (B)(6) 2012: discharge summary: ¿ileus resolved. Hyponatremia stabilized prior to discharge. She was ambulating, urinating, defecating and tolerating a regular diet.¿ relevant medical information: ¿ (B)(6) 2012: ¿follow-up on surgery, had incarcerated hernia, abdominal hernia, repair successful.¿ ¿ (B)(6) 2012: ¿follow-up repair of tram [transverse rectus abdominis myocutaneous] flap hernia. Last few weeks felt something pull along left inferior edge and wonders if increased bulge. Also notes difficulty with fine motor movement right hand which she noticed after discharge.¿ ¿stable hernia repair.¿ ¿ (B)(6) 2015: exploratory laparotomy with takedown and lysis of adhesions ¿this is a 60-year-old female who has extensive history of intraoperative surgery, who was vacationing at disney when she started having vague central abdominal pain. The patient said her abdominal pain subsequently got worse for the last 3 days, and she had nausea and vomiting. Last bowel movement was approximately 2 days prior to coming to the hospital, and she has no gas for over 24 hours. On CT scan this patient had high-grade small bowel obstruction with potential closed-loop volvulus of the small bowel. The patient had some liver enzymes issues, but this was secondary to probably long-term portal hypertension. The patient has thalassemia minor and has had a splenectomy and gallbladder removed secondary to that, and also has currently varices that have bled twice over the last 20 years.¿ ¿wound: class ii wound.¿ ¿¿there was some extensive intraoperative bleeding from the greater omentum from collateral vessels secondary to portal hypertension.¿ ¿the patient has had hernia mesh placed in the lower abdomen for abdominal hernias, and we feel that we would have to divide that.¿ ¿as we entered the abdomen superiorly we encountered some large collateral vessels that bled. We had to use suture ligatures of 2-0 vicryl and ties. We eventually stop the bleeding. We got into the abdomen, and as we went down past the umbilicus we saw that the patient had synthetic mesh that looked like it would have been gore-tex based graft, and this was subsequently taken down. At this particular point we divided the omentum with the caiman coagulator. We had a little better controlled of the bleeding secondary to the collaterals from portal hypertension. We then saw angry, large loops of bowel, and the patient had distal small bowel obstruction. We then took down in the ileum a tight horseshoe-type loop, which was taken down with scissors. We then encountered a double-horseshoe closed loop, and these were taken down with sharp dissection, and finally the entire closed loop was opened up, and all the adhesions were taken down. Going down the ilium, the patient still had adhesions that were causing luminal compromise. They had to be taken out from the undersurface of the mesh. Once we did this, we ran the bowel, and the patient had no obstructive portions remaining.¿ ¿the abdomen was closed in a very complex fashion with the upper wound having #1 pds in a smead-jones fashion to the lower wound having the mesh being closed with #1 ethibond permanent suture.¿ ¿ (B)(6) 2015: ¿wound is not dehiscing but is very red and inflamed. Will refer to wound care clinic. No suturing done today.¿ ¿ (B)(6) 2015: ¿she has been following with our wound clinic and undergoing negative pressure therapy. 2 or 3 of her open wounds have closed. 2 weeks ago, she developed fevers, was found to have staph on wound culture, was treated for 1 week with bactrim ds. Has been feeling well up until last night when she developed fever/chills. Has noticed purulent drainage from her open wound, has debridement scheduled this friday morning with dr. (B)(6).¿ ¿ (B)(6) 2015: abdominal wound culture: ¿moderate staphylococcus aureus (2 types), moderate streptococcus anginosus group.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿patient here for opinion about infected mesh. Recovered from laparoscopic hernia repair in 2012 until small bowel obstruction (B)(6) requiring laparotomy through mesh for repair. Wound initially healed but has now broken down near umbilicus and inferiorly with exposed mesh. Has been undergoing wound care at methodist. Has been told mesh needs to be removed.¿ ¿few millimeter opening at umbilicus. 4 cm wound inferiorly probes to mesh. One suture excised. Treated hypertrophic tissue with silver nitrate. No evidence infection laterally.¿ ¿mrsa cultured previously.¿ ¿ (B)(6) 2015: ¿patient presents with infected mesh. History of laparoscopic ventral hernia repair in 2012 with mesh, gerd (gastro esophageal reflux disease). She did well after the procedure until a small bowel obstruction in march required laparotomy with lysis of adhesions. Initially the wound healed, but has had breakdown of the wound inferior to the umbilicus with exposed mesh.¿ explant procedure: removal of intraperitoneal mesh, repair of incisional hernia. Explant date: (B)(6), 2015 ¿ ¿the gore-tex mesh was unincorporated inferiorly and there were multiple loose stitches which were removed. There was also exposed prolene mesh anteriorly which was debrided. We then continued our dissection between the fascia and the mesh in the upper part of the incision where there was more incorporation superior to the umbilicus. We eventually encountered the height of the mesh and divided it into two pieces. We then worked on each side all the way to elevate the peritoneum and transverse muscle layer off the mesh using cautery. We then gently dissected the loops of bowel which were beneath the mesh and fairly adherent from the underside. We eventually were able to dissect enough to expose the sutures and staples, first on the left side and then on the right. We then carefully removed all the staples and suture material. We were able to remove the gore-tex mesh on each side. We debrided any unincorporated mesh and curetted away any granulation tissue until we were back to well-incorporated tissue.¿ relevant medical information: ¿ (B)(6) 2015: ¿closed superior portion of wound with staples for cosmesis [sic] ¿infected wound inferiorly. Wound care at mh [methodist hospital] wound clinic. Vac removed today. Clinic will replace today.¿ ¿ (B)(6) 2015: ¿overall doing well, pain improving. Upper incision healed. One area erythema to left without tenderness or induration. Lower 4-5 cm clean and granulating. Vac changed.¿ ¿ (B)(6) 2015: ¿inferior aspect of wound healing very nicely. Superior portion has small area of skin separation but there does not appear to be any signs of an abscess or infection at this time.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. Staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9917968. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
B7: added medical history. D7: corrected explant date. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 6/20/2012, including records for ¿prolene onlay¿ were not provided.] 06/20/12: nebraska medical center. Jon s. Thompson, md. Operative record. Pre/postop diagnosis: incisional hernia. Operation: laparoscopic repair of incisional hernia. Indications: previous left tram flap for breast reconstruction. Developed bulge in left lower quadrant of the abdomen which has gotten worse and more symptomatic. Operation: ¿the patient was taken to the operating room, placed in the supine position, and administered general anesthetic. Dr. Johnson then performed breast reconstruction procedure. We then entered the case and prepped and draped the abdomen in the usual sterile fashion. We began with an incision in the right flank and inserted a veress needle to induce pneumoperitoneum and placed 11 mm step trocar. There was no evidence of injury upon entry. We found adhesions through the midline incision, and particularly in the upper abdomen on both sides, there appeared to be one loop of small bowel partly adhesed up, and mostly it was omentum. We placed two additional 5 mm ports above and below. This was a camera port right at the iliac crest and right below the costal margin. We then worked using a combination of endo shears with and without cautery and the 5 mm ligasure, and carefully took down the adhesions off the abdominal wall releasing the piece of small bowel. We could visualize the transverse colon. We continued to work along. We performed adhesiolysis for approximately 2 hours getting careful hemostasis as we went, and we were eventually able to completely clear off the anterior abdominal wall. We again visualized the stomach, transverse colon, and small intestine and saw no evidence of any injuries. The herniated defect was visible up in the left iliac crest along the flank and up to about the area of the umbilicus and down toward the pubis. We carefully marked out the abdomen prior to insufflation and did so. Again, it appeared that an 18x24 cm piece of gore-tex would allow us to get the side-to-side coverage needed with good approximation from iliac crest to iliac crest in to the tubercle and would also leave this up into the upper abdomen along the costal margins which put us 5 to 6 cm above the umbilicus which was the upper limit of the hernia. We then marked out the mesh in the 12 quadrants and marked it, rolled it up passed into a 12 port which we replaced the 11 with to facilitate, it was then rolled out. We then began by pulling up the previously applied stitches beginning at the left iliac crest so that we were a few centimeter inside the defect and then carefully placed the stitches around the left side over to the pubis and then up to the epigastrium. It appeared that we had good alignment upon this as we did the suture placement. We then continued to pull up the other sutures on the right side which came right out to our trocar sites. We then tied all of the suture material. We appeared to have good alignment and good coverage of the defect. We then used the protacker to go along and place staples every 2 cm to secure the edge of the mesh circumferentially. Again, we appeared to have good alignment. We again inspected the visceral surfaces and saw no abnormalities. We then closed the 12 mm port with 0 polysorb using the endo close device. The co2 was evacuated. All the ports were removed. The trocar sites were closed with 4-0 polysorb subcuticular, injected with 0.5% marcaine. Suture holes were closed with glue. Dressings and binder were attached, and the patient returned to recovery room in satisfactory condition.¿ 06/20/12: nebraska medical center. Implant record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number 1dlmcp06. Lot batch code 9917968. W.l. Gore & associates. Exp 2014-10. 18x24cm, abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/9917968) was implanted during the procedure. Records between 6/20/2012 and 3/2/2015 were not provided. 03/02/15: [facility ni]. James c. Rosser, jr., md. Operative report. Pre/postop diagnosis: small bowel obstruction, high grade, with possible volvulus. Operation: exploratory laparotomy with takedown and lysis of adhesions. Estimated blood loss: 800ml. Specimen: the patient had no specimen. Complications: no complications, except there was some extensive intraoperative bleeding from the greater omentum from collateral vessels secondary to portal hypertension. The patient had to have a brief episode of pressors. Counts: correct. Wound: class ii wound. All equipment was present and functioning beautifully, and the staff was excellent. Debriefing was completed. History: this is a 60-year-old female who has extensive history of intraoperative surgery, who was vacationing at disney when she started having vague central abdominal pain. The patient said her abdominal pain subsequently got worse for the last 3 days, and she had nausea and vomiting. Last bowel movement was approximately 2 days prior to coming to the hospital, and she has no gas for over 24 hours. On CT scan this patient had high-grade small bowel obstruction with potential closed-loop volvulus of the small bowel. The patient had some liver enzymes issues, but this was secondary to probably long-term portal hypertension. The patient has thalassemia minor and has had a splenectomy and gallbladder removed secondary to that, and also has currently varices that have bled twice over the last 20 years. All aspects of the surgery were gone over with the patient, and we felt that we had to explore this patient because of the possible ability of compromised ischemic bowel. We spoke to the patient¿s family doctor in nebraska and also the husband, and they consented to surgery. We told her that we had to proceed with exploratory laparotomy. The patient has had hernia mesh placed in the lower abdomen for abdominal hernias, and we feel that we would have to divide that. Operative summary: ¿the patient was brought to the operating room and placed in supine position, prepped and draped in a standard fashion for an exploratory laparotomy. We used the patient¿s previous upper and lower midline incision. We took this down to the skin and past the umbilicus. Bovie cautery to subcutaneous tissue. As we entered the abdomen superiorly we encountered some large collateral vessels that bled. We had to use suture ligatures of 2-0 vicryl and ties. We eventually stop the bleeding. We got into the abdomen, and as we went down past the umbilicus we saw that the patient had synthetic mesh that looked like it would have been gore-tex based graft, and this was subsequently taken down. At this particular point we divided the omentum with the caiman coagulator. We had a little better controlled of the bleeding secondary to the collaterals from portal hypertension. We then saw angry, large loops of bowel, and the patient had distal small bowel obstruction. We then took down in the ileum a tight horseshoe-type loop, which was taken down with scissors. We then encountered a double-horseshoe closed loop, and these were taken down with sharp dissection, and finally the entire closed loop was opened up, and all the adhesions were taken down. Going down the ilium, the patient still had adhesions that were causing luminal compromise. They had to be taken out from the undersurface of the mesh. Once we did this, we ran the bowel, and the patient had no obstructive portions remaining. We did a limited exploratory examination which proved to be negative. We did not go up to the ____ [sic] omentum. There was a quite a bit of scar tissue, and knowing that there were large collateral vessels there we decided against possibly causing a bleed that we would not be able to get to very quickly. The abdomen was closed in a very complex fashion with the upper wound having #1 pds in a smead-jones fashion to the lower wound having the mesh being closed with #1 ethibond permanent suture. The skin was closed by surgical skin clips. The patient tolerated the surgery very well.¿ [missing records: records for the CT scan showing ¿high-grade small bowel obstruction with potential closed-loop volvulus of the small bowel¿ were not provided.] (B)(6) 15: nebraska medical center. Jon s. Thompson, md. Operative report. Pre/postop diagnosis: infected mesh incisional hernia. Procedure performed: removal of intraperitoneal mesh, repair of incisional hernia. Specimen: gore-tex mesh. Complications: none. Estimated blood loss: 350 ml. Indications: this is a 61-year-old female who had previous multiple hernia repairs with a prolene onlay and a laparoscopic repair with gore-tex. She underwent a laparotomy three months ago for intestinal obstruction and developed an infection of the mesh in the inferior aspect of her wound. Procedure in detail: ¿the patient was taken to the operating room, placed in the supine position and administered general anesthetic. The abdomen was draped and prepped in the usual sterile fashion. We began by ellipsing a recent scar, starting approximately 6 cm above the umbilicus extending around the umbilicus, and then incorporated multiple open sinuses of infection. We then excised this off the fascia. The gore-tex mesh was unincorporated inferiorly and there were multiple loose stitches which were removed. There was also exposed prolene mesh anteriorly which was debrided. We then continued our dissection between the fascia and the mesh in the upper part of the incision where there was more incorporation superior to the umbilicus. We eventually encountered the height of the mesh and divided it into two pieces. We then worked on each side all the way to elevate the peritoneum and transverse muscle layer off the mesh using cautery. We then gently dissected the loops of bowel which were beneath the mesh and fairly adherent from the underside. We eventually were able to dissect enough to expose the sutures and staples, first on the left side and then on the right. We then carefully removed all the staples and suture material. We were able to remove the gore-tex mesh on each side. We debrided any unincorporated mesh and curetted away any granulation tissue until we were back to well-incorporated tissue. We then irrigated copiously with a pulsavac using 3 l of saline solution. There was no evidence of intestinal leak and hemostasis was adequate. We had to suture ligate some bleeding sites with 5-0 maxon on the surface of the bowel. We then brought in a 5- french round jp drain from the right side into the cavity between the fascia and the bowel. We were not free into the abdominal cavity as it was adhered circumferentially. We then closed the midline with interrupted figure-of-eights and #1 maxon. The upper part of the incision was fairly well-closed and approximated; so we loosely stapled the upper part down to the umbilicus. We left open the lower part of the wound and packed it anticipating using the vac. Drain was secured with 3-0 nylon. Dressing was applied and the patient returned to recovery room in satisfactory condition.¿ there is no information detailing the etiology of the infection. [Missing records: a pathology report and culture report detailing analysis of the device removed during the 06/04/15 procedure was not provided.] (B)(6) 15: nebraska medical center. Darren l. Croo, md, resident; jon s. Thompson, md. Discharge summary. Admitted due to removal of infected abdominal mesh. Discharge diagnosis: infected hernioplasty mesh. Resolved problems: infected hernioplasty mesh. Consults: ip consult to wound care nurse. Procedures this admission: wound vac therapy. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, small bowel obstruction, additional surgery ((B)(6) 2015); mesh infection, mesh removal, additional surgery ((B)(6) 2015). Additional event specific information was not provided.